Event description:
The patient's mother reported, that her son experienced overdose for 8 months and then was at "death's door in shock". The hcp found the catheter "empty, occluded, leaking and tethered" and the patient in withdrawal. The catheter was replaced and "during revision the patient had overdose". Other specific overdose and withdrawal symptoms were not reported. It was also reported that, the patient had an MRI in 2007 and did not have the pump checked following MRI per recommendations which resulted in baclofen withdrawal. A follow-up report will be sent if additional information becomes available. Refer to manufacturer's report #: 2182207200702418

Manufacturer narrative:
.